Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2003 and a sling was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence. Following implantation the patient experienced pain, infection, and urinary/bowel problems. The patient underwent mesh revision on (B)(6) 2004 due to erosion and on (B)(6)2011 due to exposed mesh and intolerable pain. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.